Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family or friend reported via phone call that the customer was hospitalized due to high blood glucose of 419mg/dl. Customer's family or friend declined to offer further information at the time. The insulin pump will not be returned for analysis.